Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip caught on chordae and positioning failure was unable to be determined. The reported image resolution poor was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the clip from the chords. It was reported that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) grade 4+ with a rotated heart, thick leaflets, and small left atrium. A mitraclip xtw was advanced in the patient but the physician could not get the clip on the valve. Imaging was challenging due to shadow from the guide and a rotated heart which only allowed visibility of one leaflet at a time. The physician was unable to get a full grasp and at one point, the device became stuck in some calcified chords. It took approximately one hour to free the device using standard troubleshooting maneuvers. The decision was made to abort the procedure to prevent harm. The mr remained at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.